Manufacturer narrative:
Unit received with detached end cap. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarms due to detached end cap. Pump history download using thds was successful. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label. Unable to confirm a33 alarms due to detached end cap confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a33, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-712wws. Customer reported receiving an a33 alarm. Customer reported drive support cap as normal. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-712wws was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.